Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she has blurry vision, and need to urinate feels well and does not require medical attention. The customer's expected blood results are 250mg/dl fasting. Verified the strips expire 01/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:the customer is concerned with the result of hi. No adverse event reported.